Manufacturer narrative:
Concomitant medical products - model: 5076-52, lead; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post an right ventricular (rv) lead changeout the new rv lead displayed t-wave oversensing (twos) post ventricular pace (vp). Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.